Manufacturer narrative:
Perforator was returned for evaluation: DHR - no anomalies or non-conformances were identified. Failure analysis - the returned unit was found to have a proud weld upon visual inspection. Root cause - the complaint was confirmed, the unit was returned and found to have a proud weld, this is the likely cause of the perforator disassembling. A corrective action investigation has been initiated.

Event description:
N/a

Event description:
A physician reported a codman perforator (ID 261221) disassembled and its spring popped out when pulling from cranium after making the first burr hole. The procedure performed was hematoma removal, and the product was used with a drill driver (elan). The pulling was not performed roughly, and three burr holes were made in total during the procedure. The second and third ones were made using another product. There were less than 30 minutes of surgical delay in the procedure. According to information provided, it is unknown if any part fell into the surgical site. It is unknown if the drill was electric or pneumatic, and if the perforator clicked in place in the drill. It is also unknown if the recommended spring tests were performed between each burr hole. The healing status of the patient is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.